Event description:
A caller reported that the pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer used a tandem charging cable and wall adapter to address the issue. After trying a different wall outlet and leaving the adapter plugged in for 30 minutes, the pump began charging, and no further assistance was needed.